Manufacturer narrative:
The radiometer investigation has shown a leakage into the measurement chamber around reference membrane on the abl800 flex analyzer. Investigation is ongoing.

Event description:
In the initial MDR report two timestamps and the related measurements of na were not correct. The correct results and timestamps are as follows: (B)(6) 2021 11:01, na, 156. (B)(6) 2021 13:06, na, 167. (B)(6) 2021 13:10, na, 165. (B)(6) 2021 13:13, na, 167. (B)(6) 2021 18:48, na, 152.

Manufacturer narrative:
The radiometer investigation has shown that the high cna+ results were probably related to the detected leakage of blood into the reference chamber, but the precise failure mode has not been determined.

Manufacturer narrative:
The radiometer investigation is finalized and the root cause is concluded to be 'supplied materials outside specification'.

Event description:
According to the complaint, the customer has experienced intermittent erroneous high na patient results on the abl800 flex analyzer. When a sample is rerun on the biochemistry analyzer (architect) the results are within normal limits and more in line with the previous days results from the patient. (E.g. 137mmol/l on architect, 154mmol/l radiometer abl827) this has happened on 4 different patients, all after the analyzer passed the internal qc and calibrations. (B)(6).